Manufacturer narrative:
The investigation of automated impella controller (aic) - purge issue ¿ other has been completed. The console logs were consistent with what was reported in the complaint. The reported purge priming issue was unable to be reproduced. Console was able to prime without any issues and operated as intended while testing with a pump and purge cassette kit. No issues were found with the accuracy of the purge pressure sensor during testing. The reported purge cassette insertion issue was also unable to be reproduced. The purge cassette was able to be inserted without any issue. The console was not able to prime the purge because insufficient pressure was building up in the purge disc during the priming process, likely due to a kink in the purge line. The real time log data showed that the purge pressure did not increase from 0 while the console was fast priming. The root cause of the purge fluid priming issue was most likely a kink of the purge line. The root cause of the issue with inserting the purge cassette was unable to be determined due to the inability to reproduce. D9 date device returned to manufacturer added.

Event description:
The user facility reported that the automated impella controller (aic) did not prime purge fluid when starting a new case. There was some difficulty inserting the cassette into the aic. Patient impact is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.